Manufacturer narrative:
(B)(4). Service engineer inspected the device and found the gas supply test and small leak test in extended self-test failed. The inspiratory pneumatic was inspected and parts in the pneumatic were reinstalled. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a safety valve open. There was no patient involvement.